Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that their ilet device fell approximately two feet, causing the touchscreen to crack and become unresponsive. The device could no longer be used, and the user arranged for return and replacement. No ems, hospitalization, or injury was required.